Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Per customer complaints: she bought it and it fell apart into two pieces. Wants to know how she can get a replacement for it. Customer complaints spoke to an elderly lady on the phone who said the guard separates on her while she was trying to use it. She has not kept any of the product information and was struggling to attempt to locate her receipt while on the phone with her. Informed her that we understood her difficulty and for her trouble was willing to replace her guard without proof of purchase.